Event description:
Patient reported that device's piston rod would not fully retract, and the device also failed to generate a low cartridge warning.

Manufacturer narrative:
The device casing was damaged (due to external mechanical force) to the extent that the integrity of the casing was compromised. The anti-twist plate case was broken due to an external mechanical force; the broken piece did not allow the piston rod to fully retract.